Event description:
Lower anterior resection procedure: dlu possibly because detached on entry into anus; system went through sequence indicating firing complete. On removal of dlu, it came off flexshaft; dlu could not be removed by hand, so after a few minutes surgeon reattached flexshaft and removed dlu. Inspection of bowel confirmed nothing had happened during above procedure. Transection and anastomosis were redone.